Manufacturer narrative:
The reporter¿s phone number was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the coupling tool side seized, jammed and was moving heavily. It was further determined that the coupling head was worn out and the control lever for the oscillating mode was jammed. It was further determined that the device failed pretest for check the off/osc/on switch mode function, check the attachment coupling, check the triggers and electronic control unit (ecu) function. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the trigger of the small battery drive device was jammed. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.